Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. Reportedly, the transesophageal echocardiography (tee) procedure was not possible for the patient, so the entire system was left in. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This rv lead remains n service.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; e1: initial reporter phone; e1: initial reporter email; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. Reportedly, the transesophageal echocardiography (tee) procedure was not possible for the patient, so the entire system was left in. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This rv lead remains n service. Additional information indicated that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.